Manufacturer narrative:
Product event summary #the lead was returned and analyzed. There were no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high unstable thresholds. The rv lead was explanted and replaced. It was noted that this lead was used as a guiedwire for placement of the new lead, and had two needle marks in the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # the lead was returned and analyzed. There were no anomalies found. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was intermittent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.